Event description:
A customer reported experiencing a past event of low blood glucose, with the cause remaining unknown. The blood glucose level displayed as "low," without a specific value reported. To address the low blood glucose issue, the customer consumed carbohydrates. Technical support advised the customer to consult with a healthcare professional to discuss factors potentially affecting their blood glucose levels, and the customer acknowledged this recommendation. There was no adverse impact reported to the customer¿s blood glucose level beyond the low reading.